Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert after routine device change out procedure and presented to the clinic. It was noted that the right ventricular lead exhibited high out of range high voltage impedance on one vector. All other vectors were fine. The shock vector impedance was fine. It was noted that the patient experienced muscle stimulation. The device was reprogrammed resolving the issue and the patient was in stable condition. The patient is closely monitored remotely via merlin.net.